Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-01110; 2938836-2020-01111. It was reported that the system was explanted due to suspected infection. The patient was stable before and after the procedure.